Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reported in b5, the evaluation found due to clogging of the nozzle the water supply volume, the water removal ability, and the air supply volume did not meet the standard value. Due to wear of the angle wire the play of the up/down knob was out of standard value, and the connecting tube had a scratch. The customer cleaned, disinfected, and sterilized the device before returning to olympus, the customer flushed the air/water nozzle with air and water and a detergent solution. The customer wiped/brushed the air/water nozzle with a clean lint-free cloth, brush, or sponge with no delays and no abnormalities were observed. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign object clogging the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause could not be presumed. The event can be detected and prevented by following the instructions for use which state: instructions for gif-1200n, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif-1200n, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.